Event description:
During a laparoscopic inguinal hernia repair, a 74 y/o male pt suffered a perforation and subsequently died. During the procedure, the pt's small bowel reportedly sustained a perforation while the trocar was being used, but was not detected at the time of the initial surgery. The pt then returned to o/r, a bowel tear was detected in the pt's bowel, and successfully repaired. The pt was listed in good condition immediately after the second procedure. About 4-5 days after the surgery, the pt's status diminished and was transferred to an intensive care unit. The pt expired shortly thereafter. The surgeon that performed the initial surgery reported there had been no indication of a problem with the trocar during its use and commented that the unit had functioned correctly. The device used was disposed since the initial case was thought to have been completed successfully.